Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the liner was fully delaminated approximately 3.25 inches from the comnut al the way to the sheath tip. The sheath was kinked about 4.5 inches from the comnut. The strain relief was torn at the distal end, about 3.25 inches from the comnut. The distal tip appeared to be opened as designed. Soft tip damage was observed and the spring from the balloon was stretched out and the balloon was detached. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A complaint history review from september 2020 to august 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of device history record, lot history, manufacturing mitigations and complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, 'during the viv procedure, inflation volume was nominal +2.5ml. Upon maximum commander delivery system balloon inflation, the balloon burst.' As stated in the procedural manual, 'the delivery system requires a prescribed volume for thv deployment and proper function.' It is not recommended to use more than the prescribed volume; the excess volume may have overinflated the balloon. Additionally, since there was a pre-existing valve, the balloon could have contacted the pre-existing valve and combined with the overinflation caused a balloon burst. The balloon burst then made it difficult to withdraw the delivery system. The subsequent device manipulation needed to overcome the withdrawal difficulty led to the 'balloon shaft separating'. The spring from the balloon then likely got caught on the liner while retrieving the system causing the liner delamination. The entire liner delaminated, which caused the strain relief to also be damaged. It is also likely that the device got caught near the tip of the sheath causing the sheath distal tip to split as well as soft tip damage. Thus, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01049 and manufacturer report no: 2015691-2021-01050.

Event description:
During the pre-decontamination evaluation of the returned 14fr esheath, full delamination of the liner was observed. As reported by our affiliate in the (B)(6), approximately 8 years post implant in the aortic position, leaflet deterioration was observed in a 23mm sapien xt valve. A 23mm sapien 3 ultra valve was implanted during a transfemoral valve in valve (viv) procedure. The sapien 3 ultra valve was deployed with nominal plus 2.5ml of volume. At full valve deployment, the balloon ruptured. Difficulties were encountered during the withdrawal of the commander delivery system. During the attempt to withdraw the delivery system back into the sheath, the balloon shaft separated and was surgically removed. The delivery system and esheath were returned to edwards for evaluation. The pre-decontamination evaluation of the esheath revealed full delamination of the sheath liner and tearing of the strain relief about 3.25 inches from the comnut. At the time of the report, the patient was in stable condition. The valves remain implanted in the patient.

Manufacturer narrative:
Additional information: clarification of the results from the pre-decontamination evaluation of the esheath indicated a full liner delamination and distal tip split. Section h6 - device codes has been updated.